Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had dimmed which making difficult to see, had difficulty pressing far left button become harder to press, motor has gotten louder, insulin pump shot out insulin instead of drip, multiple hairline cracks around reservoir compartment and battery compartment, insulin pump had unexplained no delivery alerts and changing batteries more frequently than previous. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.